Manufacturer narrative:
The reported event of premature battery depletion was confirmed. No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
Correction: h6 - should have been 1751 - bradycardia.

Event description:
Manufacturer reference number: 2017865-2021-06644 additional information notes that the right atrial lead had dislodged. The lead exhibited failure to capture and the helix could not be retracted. The lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the pacemaker exhibited a diagnostics anomaly due to premature battery depletion. The device was explanted and replaced. The patient was stable.